Event description:
Patient was to have cardioversion. Defibrillator did not deliver the shock of 200 joules. Three attempts were made. There was no harm to the patient. Biomed tested defibrillator and found nothing wrong with defibrillator, but the code history indicated that an electrocardiogram lead may have come loose, preventing the energy to be delivered, when in sync mode. This seems to indicate user error.device #1is this a laboratory device or laboratory test?no.